Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and switch 4 was observed to be sticky. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress related component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope's distal end near the biopsy channel was chipped. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.